Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box data showed a loss of prime warning on 08/19/2015 with low non-zero force. The pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be out of specifications. The force sensor resistance was within specifications. The complaint was not duplicated during testing. Unrelated to the complaint, the battery cap had stripped threads and was unable to secure on the pump. A test cap was used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.